Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with blank display. The customer states the device was beeping prior to the blank display. The customer did not have pump to troubleshoot at the time of call. The customer would be calling back at a later time.